Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had scratched liquid crystal display (lcd) lens and bubbled downstream occlusion (dso) seal. Accuracy testing was performed. The customer's problem was confirmed. The cause of the problem was the expulsor. Replaced the expulsor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test at +7.85%. There was no patient involvement, and no patient harm/adverse event reported.